Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Pump supplies were changed; however, the issue was not resolved. Customer's blood glucose was 108 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.